Manufacturer narrative:
(B)(4).

Event description:
Since implant, the patient had had three episodes where after a commercial jet flight, to about 38,000 feet, in a supposed pressure controlled cabin, he experienced 24 hours of repeated episodes of narcolepsy. For 24 hours, he would "nod off" while talking or walking. The patient was told that it happened occasionally, but it seemed to be more frequent than that with him. The patient was wondering if there were any precautionary actions that he could take to prevent this as it was dangerous as well as inconvenient.

Event description:
It was reported that the patient was currently traveling in las vegas and had been there 2 days. Yesterday ((B)(6) 2013) he had a 10 hour period where he was "nodding out"; he was falling asleep walking, so he felt that there was something wrong with the pump. Today after a 15 hour sleep he was feeling much better; but stated "there's something wrong with the pump." "It's giving out too much." The patient had taken some oxycodones before he left for the trip which was 2 days ago. He rarely used the bolus; he used it "like every 5 days maybe." He wasn't sure what was going on, but felt that "the pump must be putting out too much suddenly." The patient's flight was 7 hours. The patient had not been told that being at a higher altitude can increase the pump flow rate. The pump was delivering morphine and recently a little bupivacaine was added. About a week ago, the patient's dose had been increased and the ptm (patient therapy manager) dose had been changed to every 12 hours, but the patient thought the dose might be bigger than it was before; he really hadn't used it much. The patient felt fine after the dosing changes were made the week prior. The patient had not contacted his pump managing physician regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).